Event description:
It was reported that the patient¿s stimulator quit and the battery was dead. She hadn¿t been able to recharge for about 3 months prior to this report. When she tried, she received a ¿call your doctor¿ screen. It was not remembered if there was a code with that message. It was noted that she was charging about every week and a half. It was stated that the patient wanted the device removed and the patient did not have a pain management doctor at the time of this report. Follow-up was performed to determine if the patient had received assistance for the issue and if she had any further concerns. This event will be updated if additional information was received.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37712, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: prog, serial# unknown, product type: programmer, patient. Product ID: 37712, serial# (B)(4), implanted: (B)(6) 2010-, product type: implantable neurostimulator. (B)(4).